Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was currently in the hospital for low blood pressure. Customer has been in the hospital since 07/19/2016. Customer got a motor error alarm and a battery out limit alarm on the insulin pump. Customer's blood glucose was 137 mg/dl at the time of the incident. Customer stated that the drive support cap appears normal. Customer also reported having a motor position encoder error alarm. Customer was able to clear the alarm. When the customer tries to rewind the pump, the motor keeps coming up and it is unable to move forward. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.